Event description:
The physician's dell x5 handheld and flashcard were returned to the manufacturer on (B)(6) 2012 and product analysis has been completed. There were no anomalies found with either the handheld or flashcard. Both the handheld and flashcard performed according to functional specifications. The reported "frozen screen" on the main menu screen was not verified.

Event description:
It was reported on (B)(6) 2012 that a physician's handheld device was freezing on the main menu screen despite multiple hard resets. A replacement handheld was sent to the physician overnight as he had patients coming in the next day. Attempts at product return of the handheld in question have not been successful to date.